Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site (specific date not reported). Subsequently, the patient was treated with oral antibiotic (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.